Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal device was partially deployed in the patient and became stuck. The user was unable to pull back the device to expose the tamper tube to complete deployment. However, the user was able to cut through the carrier tube assembly to expose tamper tube and complete the deployment of the device to achieve hemostasis.

Event description:
Additional information was received on september 12, 2018. The procedure being performed was a heart catheterization with coronary angioplasty. A 6fr procedural sheath was used and a pre-deployment angiogram was performed. There were no difficulties with arterial access or insertion or deployment of the device prior to the device being noted as being "stuck". The blood loss was minimal and less than 250cc. The patient was stable and in good condition.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.